Event description:
Nurse reported that the "rad 87 did not correlate with the room monitor. Room monitor read 98% hr 46. This rad 87 read 81% hr 38" using an adtx sensor with the monitor. The customer was using a philips bedside monitor. No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.